Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 4592-53 implantable pacing lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that during a routine generator change it was found that the right ventricular (rv) lead in bipolar configuration had an impedance measurement of less than 200 ohms and there was no capture due to possible insulation damage and a ring fracture. The pace polarity was programmed to unipolar and sensing polarity to bipolar since the patient doesn't typically use ventricular pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.